Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged increase of headache, has been taking medicine for that. Paitent also alleged having spot on lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged increase of headache, has been taking medicine for that. Patient also alleged having spot on lung. This reported event of spot on the lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. On the other hand, the patient report that he has been taking medicine because of headache is assessed as non-serious injury. Hence, the device did not cause or contribute to the alleged serious injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on feb 19 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged increase of headache, has been taking medicine for that. Patient also alleged having spot on lung. Additional information was received about the alleged respiratory tract irritation dizziness and/or headache asthma (new or worsening) inflammatory response reduced cardiopulmonary reserve other compromised breathing, no energy, nodules on lungs, vq scan on order to update heath status. The section e1 and section h6 health effects: clinical codes has been updated in this report.